Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin pump error alarm. Blood glucose level at the time of the incident was 600 mg/dl. Customer was able to complete the alarm and able to complete the rewind process. It was reported that the insulin pump stopped working completely hold down buttons to deliver insulin and delivering insulin incorrectly. The insulin pump will be return for analysis.